Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had software error detected. The customer¿s blood glucose level was 136 mg/dl at the time of the incident. Customer states that insulin pump also had critical pump error. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump powered up properly after battery installation. No critical pump error alarm noted. The insulin pump passed the selftest, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Device failed sleep current test. High sleep current isolated to electrical board. Power error due to j6 connector resistance issue. Power error confirmed. No unexpected pump error alarms noted during testing however, the formatted history file confirmed pump error alarm due to a software error.